Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, it was found that three of the five kirschner wire packs were bent. It was unknown if the surgery completed successfully. No further information is available. Concomitant device reported. Unknown k-wire chuck (part# unknown, lot# unknown, qty unknown). This complaint involves four (4) devices. This report is for (1 kirschner wire. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- visual analysis of the returned sample revealed that k-wire ø0.8 l150 sst 10u the device was bent, and no other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of k-wire ø0.8 l150 sst 10u in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for k-wire ø0.8 l150 sst 10u. While no definitive root cause could be determined, but the issue could have caused during the transportation of the device. There is no indication that a design or manufacturing issue has caused the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code: 292.090.10. Lot number: 88p1946. Manufacturing site: balsthal. Release to warehouse date: 18.feb 2021. A manufacturing record evaluation was performed for the finished device (B)(6) lot number 88p1946, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.